Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The xiaomi 13c showed a 40% occurrence rate of the issue during testing, but they were unable to reproduce it on this device in the latest round of tests this issue has been confirmed through log analysis showing supervisor timeout errors. The software did not adhered to the specified requirements and failed to perform in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. The primary objective was to identify the root cause of the pairing failures and supervisor timeouts, focusing on whether these issue stemmed from the pump side or any other potential factors. Supervisor_timeout occurs when the device fails to receive a timely response from the pump, leading to automatic disconnection or error message.this issue has been reported multiple times, affecting operational efficiency and causing disconnected in the pairing process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.